Event description:
During follow up with a home pt's nurse relative to an event that she regards as unrelated, baxter's product surveillance department was notified that a home pt experienced a peritonitis episode which originated in the month of july. Reportedly, the home pt was diagnosed with peritonitis in 2005. The home pt was subsequently hospitalized the following month per the home pt's nurse. The home pt's nurse concluded that the home pt made a full recovery from the peritonitis episode based on laboratory data, however, the home pt continued with an intravenous antibiotic regimen at home. No further info regarding this episode has been provided by the home pt's nurse or nephrologist.